Manufacturer narrative:
U.s. Reporting agent notified on 04/17/2015. Manufacturing site evaluation: samples received: (B)(4) unopened pouches. There are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch, there are no units in OEM stock. Tightness test to the samples received has been performed and the units are tight. Needle attachment tests of the samples received was completed and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had normal process and the results during the process fulfilled OEM requirement. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). During the closing of episiotomy the needle detached suture. The needle remained in the tissue of the patient but was found later using x-ray. No damage to the pt.